Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to loss of capture. Microdislodgement was suspected and repositioning was attempted, but because the lead impedance was high (1500 ohms) and the threshold was high, the helix was retracted and removed. A thin, white thread-like substance was observed after washing the helix. This lead was never in service. A new lead of different model was placed. The lead is available for evaluation. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to loss of capture. Microdislodgement was suspected and repositioning was attempted, but because the lead impedance was high (1500 ohms) and the threshold was high, the helix was retracted and removed. A thin, white thread-like substance was observed after washing the helix. This lead was never in service. A new lead of different model was placed. The lead is available for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.